Manufacturer narrative:
(B)(4). Device a was received with the seal torn 350 degrees around upper inner seal ring. There was a vertical tear from the lower seal ring to the middle of the seal. The initiation site was adjacent to upper seal ring and propagated to upper seal ring in the form of a crescent or elliptical path. No conclusion could be reached as to what may have caused this damage. Device b was received with the seal torn 270 degrees around the upper seal ring diagonal through 90 degrees to lower seal ring and then 270 degrees around lower seal ring. The initiation site was adjacent to the upper seal ring and propagated to upper seal ring in the form of a crescent or elliptical path. No conclusion could be reached as to what may have caused the damage. Batch history review has been completed with no anomalies reported.

Event description:
It was reported that during a hand assisted sigmoid procedure, the surgeon placed hand into the instrument, began to torque and it snapped. A second one was pulled and the same thing occurred. A third one from a different lot number was used and worked. There was no patient impact.